Event description:
Customer reported with an issue of " leakage problem". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the inside of lg (light guide) lens is dirty.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation service repair noted the scope is found to be with low angulation, free play, leakage from a-rubber, wrinkle, cut mark on it (insertion tube) and light scratches on distal end were observed. Service (sbc) india (service business center) noted due to pinching on a-rubber( insertion part), water tightness is lost (leakage observed). The customer reported issue could be confirmed. Furthermore, device inspection found the inside of lg (light guide) lens is dirty. In addition, the following findings during device evaluation were noted: - adhesive on a-rubber (bending section) is detached. - a-rubber (insertion section) has cut. - connecting tube has coating peeling. - connecting tube has a wrinkle. - s-cylinder shaved. - sw1 (switch) has a scratch. - color ring has a crack. - s-connector has a scratch. - sc cover unit has a scratch. - universal cord has a scratch. - due to wear of angle wire, bending angle in up/down/left direction does not meet the standard value. - due to wear of angle wire, the play of u/d knob is out of the standard value. - due to clogging of nozzle, water removal ability does not meet the standard value. - c-cover has a scratch. - lg lens has a chip. Legal manufacturer investigation and conclusion: investigation result: device inspection result sbc (service business center) confirmed the following on the suggested event: -inside of lg-les was dirty -leakage due to a-rubber perforation -a-rubber cut review of device history record found the subject device was shipped in accordance with specifications. Repair history review: the subject device has never been repaired. Use of the subject device for procedure: there was no report that the device was used for procedure while the suggested event occurred. Relation between the subject device and the suggested event: the suggested event was failure of the device. No adverse event occurred. Phenomenon: inside of lg-lens was dirty (reportable event): conclusion: not able to specify root cause. Consideration: gap was seemingly generated at lg-lens glue by physical stress/chemical stress and the dirt entered there. The root cause of the issue cannot be specify however, the following were assumed as causes of the suggested (phenomenon) event. A) gap was generated at lg-lens glue by physical stress and the dirt entered there. B) humidity entered the device from leakage. IFU (instruction for use): user can detect the suggested event properly by handling the device in accordance with the following IFU. ·preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·important information ¿ please read before use_ warnings and cautions ·IFU warns not to apply physical stress to device. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.